Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient gradually lost stimulation over the last week. Diagnostic testing and x-rays showed no anomalies. However, reprogramming was unable to provide effective stimulation. The patient's lead was explanted and replaced. Follow-up revealed the patient was programmed and reportedly experiences effective stimulation therapy.